Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the wire lumen, inflation lumen and balloon. The tip, balloon, markerbands were microscopically inspected. Inspection revealed a pinhole in the balloon material, located at the distal edge of the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported information indicates that the device was not inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery (rca). After a guide wire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion but strong resistance was encountered. During the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. A 2.0 non-bsc balloon catheter was selected and dilatation was performed twice at 8 atmospheres each. A drug-eluting stent (des) was then implanted and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery (rca). After a guide wire crossed the lesion, a 1.2mm x 12mm threader balloon catheter was advanced to dilate the lesion but strong resistance was encountered. During the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. A 2.0 non-bsc balloon catheter was selected and dilatation was performed twice at 8 atmospheres each. A drug-eluting stent (des) was then implanted and the procedure was completed. No patient complications were reported and the patient's status was good.